Manufacturer narrative:
Medwatch sent to FDA on 04/21/2014. The event of "nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approx 3 months after injection with 2 syringes of juvederms ultra plus xc in the lips and marionette lines pt developed a nodule at the left marionette area. Approx 3 weeks after symptom onset pt was treated with a cortisone injection and was prescribed doxycycline and a medrol dose pack; symptom improvements was noted but pt still had a "very small nodule." During a follow up appointment approx 1 month after initial treatment of symptoms pt presented to the healthcare professional with a nodule in the right marionette area and a "bunch of nodules" on the lips. Pt was treated with hyaluronidase "to stop what was going on". The healthcare professional also noted the pt had been injected with unspecified juvederm in the nasolabial folds approx 1 month after injection of the juvederm ultra plus xc and there was no adverse response. Pt symptoms are resolving.